Event description:
It was reported via international mm facility (australia) that inflation could not be maintained on one size 6 lpc, low pressure cuffed tracheostomy tube. It was also reported that the homecare pt felt the fit and placement of the 6 lpc device did not seal off her trachea adequately. This was detected after the device was reportedly in use for thirteen hrs. There was one pt involved with no reported pt compromise. The 6 lpc device was returned to the MFR on 8/29/97 for decontamination, analysis and investigation.